Manufacturer narrative:
H.6. Investigation: four photo samples were provided to our quality engineer for investigation. Visual inspection of the photos identified unfilled material in the barrel. A device history review was performed for reported 1810221, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. It was determined that due to a failure in the molding process, the polypropylene was not properly filled into the mold, resulting in an incomplete barrel and contributing to the leak reported.

Event description:
It was reported that a molding defect at the front of the bd plastipak¿ concentric luer lock syringe caused it to leak during the administration of anesthesia.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a molding defect at the front of the bd plastipak concentric luer lock syringe caused it to leak during the administration of anesthesia.